Manufacturer narrative:
H3: remove h10.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after pump was exposed to metal detector while going through security at concert the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.